Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis. The breach in aseptic technique was further described as the patient made a mistake/touch contamination. The patient was not hospitalized for the event of peritonitis. The patient started treatment with unspecified treatment (no further details provided) for peritonitis. Dianeal therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. At the time of this report, the patient is recovering. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.